Manufacturer narrative:
Isi received the mega suturecut needle driver instrument involved with this reported event. The instrument was found to have a broken grip at the grip base. A piece approximately 0.109"" x 0.318" was found to be broken off the yaw pulley. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a piece of a mega suturecut needle driver instrument broke off inside the patient. The piece was retrieved in the same procedure. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) contacted the customer and obtained additional information related to the reported event. The fragment was retrieved by using another instrument. It was in use for 10 minutes before it broke. The sterile processing department checked the instrument out and it appeared that all pieces were accounted for. No other post-operative tests were performed. The customer was not aware of any reports of any complications to the patient post-procedure. The surgeon does not know the cause of the issue. The surgeon was sewing and was cutting the suture when the issue happened. The instrument did not collide with another instrument or hard object.